Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the reservoir was not locking in. The customer¿s blood glucose level at time of incident was 387 mg/dl and 404 mg/dl. The customer was treated with bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer reported that the drive support cap was normal. The customer also reported insulin exited. The insulin pump will be returned for analysis.